Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction may have contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of two years, eight months due to stenosis and regurgitation. The ttvr was performed with a 29mm 9600tfx valve.

Manufacturer narrative:
Updated sections b5, b7, and h6. It is likely that the progression of the patient's underlying valvular disease pathology contributed to this event.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of two years, eight months due to valve degeneration, thickened leaflets, leaflets motion restricted, severe stenosis and severe regurgitation. The patient presented with heart failure symptoms and nyha class iii. The ttvr was performed with a 29mm 9600tfx valve without complications. On pod#1, the patient was discharged home.